Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the fenestrated bipolar forceps was not functioning. The customer continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no arcing was observed during the procedure. There were no reports of sparking, smoke, or any abnormal electrical event. The arcing did not appear to originate from the instrument associated with the complaint or any other instrument in use at the time. Furthermore, the patient did not experience any injury or adverse event during or after the surgical procedure.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) has been returned and evaluated by the failure analysis (fa) team. Testing on an inhouse system confirmed the reported malfunction of intermittent energy delivery during setup. The instrument consistently showed intermittent energy output during functional testing in various grip orientations, even after multiple retests. Electrical continuity checks from tips to pins and across internal connections all passed, and visual inspection (including internal inspection after removing the housing) did not reveal mechanical or structural damage; all mechanical inputs and release buttons functioned as expected. An additional observation, not reported by the site, was thermal damage on the molded insulator near the distal tip. The return was forwarded to engineering for further investigation of the intermittent energy behavior.